Event description:
During laparoscopic hernia repair, fragments of black foreign material were noted on the video during the laparscopic procedure. The surgeon was able to remove the material with irrigation. Inspection of the instruments used at the time of the procedure identified that the dissector had shavings missing from the black coating on the shaft. The instrument was being inserted into a 5 mm surgicoverter. Also a 11.5 mm port was in use. The port is metal and could have contributed to the shaving of the dissector. All instruments used were from the same MFR. The pt did well postopertively. The physician was confident that he was able to remove all particles.